Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).

Manufacturer narrative:
The esheath was returned to edwards lifesciences after being used in the procedure. Visual inspection determined there was a liner torn approximately 7.75¿ in length from distal tip, the liner expanded as designed along the length of the torn portion of the liner, scratches were observed on the sheath shaft and a kink on sheath shaft approximately 6¿ from the distal tip likely due to returned packaging condition. Due to the condition of the returned device and nature of the issue (liner expanded and torn), no relevant functional testing was performed. Dimensional testing was performed on the liner thickness along the length of tear and was found to be within specification at all measured locations. A photograph of the complaint esheath (2nd sheath) post procedure and patient imagery were provided for the evaluation. Sheath liner was observed to have been torn. Patient imagery has shown the presence of tortuosity in the patient¿s access vessel. The reported event was confirmed, but no product non-conformances were identified in the returned device. An in-depth evaluation, including root cause analysis on sheath shaft liner tears with normal liner expansion, has been documented in a technical summary written by edwards lifesciences. In this technical summary, a review of liner tear complaint investigations on returned devices over a two year period found that patient/procedural factors (e.g. Access vessel tortuosity/calcification or withdrawal of a burst or torn balloon) are likely the contributing factors for sheath shaft liner tears. Presence of tortuosity was observed in the patient¿s access vessel per included patient imagery. In addition, scratches observed on the sheath shaft is indicative of calcification present in the vasculature. The technical summary demonstrated that there were no deficiencies in the IFU/training manuals and that the mitigations in place during manufacturing support that it is unlikely that a manufacturing non-conformance contributed to the complaint. It should be noted that these mitigations (from manufacturing and the IFU/training manual), as identified in the technical summary, are still in place. Available information supports that patient factors likely led to the esheath seam split and subsequent bleeding. There is no evidence of device malfunction or manufacturing non-conformance. Since the occurrence rate does not exceed the january 2019 control limit for the trend category, no corrective or preventative action is required.

Manufacturer narrative:
The device is to be returned for evaluation. Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in (B)(4), during a transfemoral tavr procedure, valve alignment difficulty, esheath seam split, and bent leaflet were encountered.  An esheath was inserted via right femoral approach obtained by puncture. There was no anatomical issue with the access vessel, but upon removal of the esheath, the esheath seam had been split and bleeding occurred. The patient blood pressure was not extremely dropped, but there was bleeding of 650 ml and red blood cell (rbc) of 2 unit was transfused. No vascular complication was observed by digital subtraction angiography (dsa). The access site was closed by a perclose.